Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose a few weeks prior to the call, with blood glucose of 43 mg/dl at the time of the incident. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also had motor error alarms and several no power alerts. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, battery out limit alarm or power loss alarm noted. Unit was received with partially broken reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked case at display window corner, minor scratched lcd window, stained end cap sticker and corroded battery tube.